Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow keypad button was delayed in response. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The pump was reportedly not cleaned and the patient reportedly wore the pump in a pocket. There is no adverse event with this case. This case is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be peeling near the up arrow keypad button. The down arrow keypad button was intermittently responsive during testing. All other keypad buttons were responsive. During investigation, evidence of contamination was found under all keypad contacts.